Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized. It was reported that the patient did not receive treatment for the event. At the time of this report, it was reported that the patient was recovering from cloudy effluent and abdominal pain. Pd therapy is ongoing. No additional information is available.